Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: unknown stem. Unknown liner. Unknown cup. G2: japan. Journal article: yuma onoi, shinya hayashi, takaaki fujishiro, yuichi kuroda, naoki nakano, takafumi hiranaka, ryosuke kuroda, tomoyuki matsumot. The medullary cavity morphology of the proximal femur influences the fxation pattern of the rectangular tapered short stem in total hip arthroplasty 2024 https://doi.org/10.1007/s00402-024-05500-5. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
A journal article was retrieved from archives of orthopaedic and trauma surgery (2024) that reported a retrospective study from japan. The purpose of the study was to evaluate the differences in load transfer patterns after tha with rectangular tapered short stems according to the dorr classification, based on periprosthetic bone mineral density (bmd) changes and radiographic findings. The study reviewed 105 consecutive patients (91 female, 14 male) treated with total hip arthroplasty between january 2015 and september 2018 (dorr type a, 18; dorr type b, 66; dorr type c, 21). All procedures were performed by the same surgeon using a mini-anterolateral supine approach. Fitmore stems and ceramic-on-polyethylene bearings were used in all cases. Seventy patients received g7 cups, and 40 received continuum cups. The study population had a mean age of 66.8 years at time of surgery (range 47-89). Follow-up with periprosthetic dexa scans was conducted at 1, 6, 12, 18, and 24 months postoperatively with a minimum 2 year follow up. The study reported 1 patient with dorr type c experienced a postop deep vein thrombosis. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
The study reported that one patient developed thrombosis two weeks postoperatively. The thrombosis was managed conservatively.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. Corrected data h6: component codes. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned. Product evaluation could not be completed. The reported event is not related to the device; therefore, a compatibility review is not applicable. The root cause of the reported event is not device-related. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.